Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the bronchovideoscope picture was not showing up at all, just black on the screen. The issue was found during reprocessing. There was no patient involvement.